Event description:
It was reported that the pt experienced an acute increase in spasticity which resulted in admission to the hospital. The pt's pump was purged and refilled. The initial report indicated that the event was "pump malfunction related", however, there was no info regarding troubleshooting done on the device or how it was determined there was a pump malfunction. The pump contained lioresal 2000 mcg/ml at a daily dose of 252 mcg. The pt was discharged the following day and recovered without sequela.